Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 02-feb-2023. H6: investigation summary: our quality engineer inspected the 1 photo and 5 samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed that jagged holes on the bottom web and black particles inside the package. The black particles were observed inside the syringe product and at the corner of the blister packaging. Bd determined the black dust foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The nonconformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 20ml manufacturing line. Hence, we are unable to identify the root cause of the reported nonconformance. A notification has been sent to the distribution center about this complaint. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that dust particles were found in 4 bd slip tip syringes with bd precisionglide¿ needle. The following information was provided by the initial reporter: "there were dust particles in 1 cc (26x0.5) syringe".

Event description:
It was reported that dust particles were found in 4 bd slip tip syringes with bd precisionglide¿ needle. The following information was provided by the initial reporter: "there were dust particles in 1 cc (26x0.5) syringe".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.